Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation to begin cardiopulmonary bypass for a cardiac bypass surgery, an eopa cannula was already in place with arterial and venous cannulation completed and the pump had been primed without problems when the cannula was unclamped to test and connect to the extracorporeal circulation circuit and a small hole was identified in the eopa cannula with blood leaking from it. It was stated that it was necessary to maneuver the aorta because the cannula was already in place and ready to begin extracorporeal circulation. The cannula was replaced with another eopa cannula. Extracorporeal circulation was then initiated, and the surgery was performed without incident. It was stated that the patient suffered no injury, and no sequelae. No patient complications have been reported as a result of this event. Medtronic received additional information that it was not possible to assess the amount of blood the patient lost during the procedure with the eopa cannula. The same initial insertion site for the replacement cannula.